Manufacturer narrative:
(B)(4). Eval results: (death).

Event description:
The physician implanted a 2.75mm diameter x 14mm length integrity rapid exchange (rx) coronary stent to treat a lesion in the lad. The target lesion exhibit 80-90% stenosis following pre-dilation and moderate tortuosity. No issues were noted with the device delivery. Two other stents were also deployed. The pt developed shock characteristics and pt death occurred. Date of death is unk. Cine image review: the still images provided showed stents successfully deployed in the lad and d1 vessels with good blood flow restored post deployment with good blood flow restored post deployment.